Event description:
Boston scientific received information, stating the product was removed, due to infection. (B)(6). Implant date: (B)(6) 2012, explant date: (B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).